Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board were replaced to address the issue. There was evidence of contamination. In addition of the evaluation, the device's blower assembly, blower bellows, blower cap, blower chassis plate, , tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, rear cover and muffler assembly will need to be replaced due to dust and dirt contamination, which was not related to the malfunction/issue.